Manufacturer narrative:
Investigation conclusion:.a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 2 discordant sars results. Customer states the result were negative with the walgreens otc but positive by urgent care rapid antigen test (unknown timeframe between testing). Customer states they were symptomatic for 3 days on initial negative testing. Report 2 of 2.